Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at a dose of 0.061 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was involved in a motor vehicle accident (mva) on (B)(6) 2016 and hit a telephone pole. The air bags deployed and hit over the pump. The patient called the hcp and stated there was fluid coming from the spinal area and doesn't think the pump was working. The hcp called back and stated the pump logs were checked, which showed no issues or log events since the last pump refill in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.